Event description:
Rptr had left and right implants removed. Left implant, replaced with gel implant, was ruptured. All gel was not removed. She had joint pain, chest pain, pain in back of neck, fatigue, sweats, dry mouth and eyes.